Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported guide separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of vascular injury (tissue injury) is listed in the electronic perclose proglide instructions for use (eifu), as a known adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: patient code 4582 removed and 4559 added.

Event description:
Subsequent to the initially filed MDR report, the following information was received. Biological material was noted outside of the artery during the cut down. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery with a proglide device using the pre-close technique via a 5f - 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide device got stuck. A surgical cut down was performed to successfully remove the device. Upon removal, it was found that the distal guide had separated from the device and was removed using hemostats via the cut down. The foot plate stayed attached to the guide tube via the actuator wire. The physician believed that the proglide device had become stuck on scar tissue or a previously implanted collagen plug but this could not be confirmed. The sheath was upsized to a 14f sheath, and the tavr procedure was completed. Suturing was used to achieved hemostasis. A clinically significant delay was reported as a result of the cut down. There was no reported adverse patient sequela post intervention. No additional information was provided.